Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have a successful transmission with the remote monitor for more than 14 days. On the next successful transmission, the incremented counters triggered an event report with no electrocardiogram (ECG). A gap/ break was also seen on cardiac compass. The icm remains in use. The monitor remains in use. The patient management database confirmed that the remote monitor sent a successful daily wireless audit transmission since the date of the call. No patient complications have been reported as a result of this event.